Event description:
On (B)(6) 2018, the patient contacted lifescan USA, alleging that his onetouch ultra mini meter was reading inaccurately erratic and inaccurately high compared to his feelings/normal results. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that he first became aware of the product issue on (B)(6) 2018 at 9.30 am , when he obtained blood glucose readings of ¿386 and 422 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology these readings fall within lifescan¿s criteria for precision. The patient reported that he manages his diabetes with insulin, 16 units humalog and 10 units tresiba. The patient stated he made no changes to his normal diabetes management, in response to the alleged meter issue. The patient reported that on an unknown time, after the meter issue, he developed symptoms of ¿fuzzy vision¿. The patient stated he did not require or receive any treatment for the alleged symptoms. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. This MDR submission includes information obtained from related (B)(4).